Event description:
It was reported that during the declot procedure in the surgery department the balloon ruptured. As a result, another kit was opened and used to complete the procedure. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. The physician stated this occurred three times out of the last eight used. Follow up information received on (B)(4) 2012 from the clinician states they never test balloons before using.

Manufacturer narrative:
(B)(4). Sample will not be returned.